Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seventeen appropriate treatments and two inappropriate treatments. The device was started up at 11:22:22 on (B)(6) 2024. At 08:07:12 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 08:07:46, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was vt @ 200 bpm with motion artifact. At 08:08:12, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was vt @ 220 bpm. At 08:09:08, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was vt @ 210 bpm. At 08:09:41, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was vt @ 180 bpm. At 08:10:07, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:10:39, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection rhythm at the time of treatment was sinus bradycardia @ 30 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm. At 08:13:06, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 08:14:04, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm grading to vt @ 240 bpm. At 08:14:37, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus rhythm @ 60 bpm degrading to vt @ 230 bpm. At 08:15:03, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvc¿s. The rhythm then degraded to vt @ 260 bpm. At 08:15:27, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was vt @ 240 bpm. At 08:15:53, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with hb. At 08:18:45, an arrhythmia was detected. ECG shows vt @ 220 bpm. At 08:19:16, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was sinus rhythm @ 90 bpm with pvc¿s. The rhythm then degraded to vt @ 250 bpm. At 08:20:22, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm with pac¿s, pvc¿s, and hb. At 08:20:56, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection rhythm at the time of treatment was sinus tachycardia @ 120 bpm with pvc¿s. Post shock rhythm was sinus tachycardia @ 130 bpm. At 08:21:30, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 08:23:06, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was vt @ 215 bpm. At 08:23:33, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was vt @ 220 bpm. At 08:24:04, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was one sinus beat transitioning to vt @ 230 bpm. At 08:24:37, the patient received the sixteenth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm degrading to vt @ 230 bpm. At 08:25:03, the patient received the seventeenth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was vt @ 220 bpm. The device was shut down at 09:03:36 on (B)(6) 2024.